Event description:
It was reported that buttons on the insulin pump are not responding. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with no button response due to unlocked j2 connector on lcd board. Pump received with cracked case at display window corners and cracked reservoir tub lip. (B)(4).